Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of operative notes identified that there was blood loss of 550 ml during the procedure. No intraoperative complications occurred. Review of progress notes identified that the patient was dizzy, and experienced low hgb of 6.6 on post op day 2. One unit of prbcs was given and patient was discharged. No further analysis could be performed with the provided medical records. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number :00625006535 lot number:64246320 brand name: bone screw , catalog number :00625006525 lot number: 64213163 brand name: bone screw, catalog number :00877502801lot number:2957999 brand name: biolox delta ceramic head, catalog number :0100101918 lot number: 2759311 brand name: wagner sl revision stem, catalog number :010000661 lot number:6395463 brand name: g7 acetabular shell, catalog number :110024461 lot number:599660 brand name: g7 dual mobility liner, catalog number : xl-200144 lot number:611390 brand name: arcom xl stem. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00231, 0002648920-2019-00233. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced low hgb of 6.6 on post op day 2 and required blood transfusion of 1 unit. Attempts have been made and additional information on the reported event is unavailable at this time.